Event description:
The pump was returned for investigation. Investigation revealed that the keypad cover was torn around the ok and up arrow buttons exposing the key contacts. The keypad cover was removed and contamination was found under the key contacts. The battery compartment was also found to be cracked from the bottom up to the case seal. The pump display was also found to be dim and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the keypad cover was torn around the ok and up arrow buttons exposing all of the key contacts. The keypad cover was removed and contamination was found under the key contacts. The battery compartment was also found to be cracked from the bottom up to the case seal. The pump display was also found to be dim and discolored. The display was replaced and the display illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.